Event description:
It was reported that the autoclavable camera head had no image on screen. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: disconnection in cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely that a disconnection in the cable unit caused the customer's allegation. Regarding the reportable issue found during the device evaluation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.